Event description:
The oscar balloon shaft broke right after the metallic hupotube while trying to cross a severely calcified lesion at the distal pta. Extreme force was used in the attempt to cross the lesion.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. Additional event describtion: the shaft of the oscar pta balloon broke just distal to the metal shaft during the attempt to cross the lesion. All fragments were successfully withdrawn. Investigation results: the affected device was returned together with a device which has been used in a patient with an infectious disease. It was decided to perform no technical investigation and to discard the device at the manufacturers facilities. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process controls as well as the final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the complaint event is related to the handling during the procedure (i.e. Application of high force). Please note that the IFU advises the user to exercise care during handling to reduce the possibility of accidental breakage, bending or kinking of the device.

Manufacturer narrative:
Additional event description: the shaft of the oscar pta balloon broke just distal to the metal shaft during the attempt to cross the lesion. All fragments were successfully withdrawn. Investigation results: the affected device was returned together with a device which has been used in a patient with an infectious disease. It was decided to perform no technical investigation and to discard the device at the manufacturers facilities. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process controls as well as the final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the complaint event is related to the handling during the procedure (i.e. Application of high force). Please note that the IFU advises the user to exercise care during handling to reduce the possibility of accidental breakage, bending or kinking of the device.